Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five weeks post implant of the right atrial (ra) lead that the lead had dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.